Event description:
New information received states that there was oversensing on the lead as well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented due to noise on the right ventricular lead. The lead was also noted to have increased threshold and decreased impedance. The lead was capped on (B)(6) 2018 and replaced successfully. The patient was asymptomatic prior during and stable after the procedure.